Event description:
User stated on 11/13 during a procedure, a collimator error displayed. Pct error and collimator stuck. The procedure was finished with no patient injury.

Manufacturer narrative:
The service rep verified symptom. Troubleshot problem to broken wire in near the collimator assy. Used spare collimator wire to replace the broken wire. Verified proper operation of system.